Event description:
The customer reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced third party bezel assembly. Replaced third party rear case. Replaced third party door assembly. Replace broken ail. Replaced third party door latch assembly. Replaced broken platen. Replaced corroded iui's. A review of the device history record showed the device had a manufacture date of 02/17/2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6200027383 for missing part/ screw 4-40 x 5/16 phh pnh ss, which does not correlate to the customers reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail senor assembly - cracked housing. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2014-0284 lvp air-in-line, CAPA ca-2017-0187 lvp 3rd party latch/ sear, CAPA ca-2018-0161 iui conn issues.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device was broken/damaged. There was no patient involvement.